Manufacturer narrative:
Age: (B)(6) 1989. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient's representative reported pain and discomfort, device rupture and silicone in the lymph nodes, diagnosed by an ultrasound, "inconspicuous tissue over the implants". Affected side unknown. Device has been explanted.